Manufacturer narrative:
Device analysis: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump displayed the following events: (B)(6) 2019 4:20:01 pm high alarm displayed: upstream occlusion. (B)(6) 2019 4:20:01 pm run mode delivery resumed. (B)(6) 2019 4:20:01 pm info alarm: upstream occlusion cleared. (B)(6) 2019 4:20:29 pm run mode delivery paused. (B)(6) 2019 4:20:29 pm high alarm displayed: upstream occlusion. Functional testing involved downstream and upstream occlusion sensor tests and running the pump. The functional testing showed no issue with the device sensors and the pump ran with no occurrence of false alarms. Based on the investigation, the false occlusion alarm complaint allegation was not confirmed. The problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump falsely alarmed for occlusion.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating that there was no patient involvement in the reported event.